Event description:
Customer reported via phone call that she has experienced high blood glucose; level has gone up to 500 mg/dl. Customer also stated she has had sensor issues. Customer changed the set the day before but blood glucose was not coming down. Blood glucose at the time of event was 411 mg/dl; current value was 445 mg/dl. She treated with the insulin pump and manual injection. Customer experienced extreme thirst. The drive support cap on the insulin pump is normal. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. She removed the reservoir and stated that the cannula was bent.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.